Event description:
During a routine laparoscopic hernia repair, the dr requested an endoclip on field. The ligamax was then opened. He was not able to clip the appropriate vessel with the device which had jammed with a staple stuck on the tip. Another endoclip was then opened for use without incident. (B)(6).